Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on-site and replaced the energy shield monitor (esm). The system was tested and verified ready for use. The esm reported in this event has not yet been received for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted right colectomy procedure, there was inadequate energy to stop bleeding. The following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the complication, and what surgical/medical intervention was rendered due to the bleeding. Additionally, it was reported that an unspecified instrument was experiencing issues connecting to the energy shield monitor (esm) via the green monopolar cord. The customer was reportedly losing connection via the monopolar cord and getting a "bad cord" message. Furthermore, energy would start and then stop. Multiple cords and instruments were tried without successfully resolving the issue. The procedure was completed using the same generator.

Manufacturer narrative:
Updated fields: d9, g6, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) received the energy shield monitor (esm) associated with this complaint for failure analysis evaluation. Upon visual inspection, no issues were found. The unit was installed onto a golden system where the green monopolar cable was showing intermittent connection issues. Anytime the cable was moved, the cord light would flash amber. The complaint was confirmed based on failure analysis.